Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the camera was not properly connected to the network adaptor of the hexavue ip custom room rack. To resolve the issue, the technician rebooted the camera and then re-connected the camera to the network adaptor. The hexavue ip custom room rack was tested, confirmed to be operating according to specification, and returned to service. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure their hexavue ip custom room rack was unable to capture images with the camera. The procedure was completed successfully following a short delay. No report of injury.